Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus delivery. The customer stated that the alarm was not resolved by a battery replacement, and now the insulin pump shut off. She stated that the display was blank. The customer's blood glucose was 112 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was also received with normal operating currents. No damage was found on the connector lcd isolation tape noted. The insulin pump had cracked case at display window corner and minor scratched display window.